Manufacturer narrative:
This MDR was initially submitted to the FDA via us postal service on 04/23/2015. Based on the communications between collagen matrix, inc. And the FDA it appears that this report was lost and not received by the FDA. As per FDA request this report is being re-submitted through the emdr system. Not returned to manufacturer.

Event description:
Patient developed dry socket after surgery, resulting in pain, infection, wound dehiscence and bone loss [bone graft material loss].